Manufacturer narrative:
The technician cleaned the head down valve and adjusted the CPR pin to repair the bed.

Event description:
Info received indicates the head of the bed will not stay up and is drifting down slowly.